Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedure, the cutting wire broke. The patient did not sustain any injuries and the case was completed with a second device.

Manufacturer narrative:
.